Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented for a routine pacemaker interrogation, the patient experienced significant pain in the left shoulder area due to device migration. Device migration issue began one month ago. The patient felt uncomfortable in all positions especially when the patient was sleeping. The patient will be visiting the physician for further assessment. The patient was stable.